Event description:
Customer reported that the sensor gave a reading of 90 mg/dl when the blood glucose reading was 228 mg/dl. She stated that the sensor reading went down to 59 mg/dl and activated threshold suspend when the blood glucose reading was 208 mg/dl. She stated that there was blood on the clear base but none on the connection area. She also reported that the inserted damaged one sensor. She stated that the sensor was fully inserted and that there was no pain. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.